Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated during a ventral incisional hernia repair. The device was cut to size and no damage was noted prior to entry into the abdominal cavity. The device was in-situ, exposed to blood and manipulated more than one hour when the device began to separate. The device was removed and a second mesh device was implanted.